Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was feeling symptomatic. Device appeared to be at eri. There was a discrepancy in the battery voltage after a few days of checking. The caller asked about reprogramming. The device is still in use. No patient complications were reported as a result of this event.